Event description:
Ventilator found to be loudly vibrating while attached to resident. Nurse immediately removed resident from ventilator and began manually ventilating resident. Respiratory therapist attempted to shut down ventilator and noticed needle in monitoring window to the extreme right side of window. Ventilator was shut down by second respiratory therapist. Ventilator was re powered and after loading message appeared in monitoring window, an alarmed "memory error" and a device alert light was seen. Process was repeated with the same alarm conditions reappearing.